Event description:
It was reported that the user experienced difficulty connecting a newly applied dexcom g7 sensor to the ilet system. During the initial call, the user was guided to toggle the g7 setting and restart the sensor, and the sensor pairing process began successfully. Shortly thereafter, the user reported that the same g7 sensor did not complete pairing and generated a sensor failure message. The user was advised to obtain a replacement sensor from dexcom and to restart the setup process with a new sensor, and was instructed to call back if issues persisted. No malfunction of the ilet device was confirmed, as the pump operated as intended when valid cgm data were unavailable. The event was attributable to a failed dexcom g7 sensor rather than an ilet system fault. A follow-up report will be submitted if the device is returned and additional findings are identified.